Event description:
An incident of possible reinfusion of hemolyzed red blood cells during a plasmapheresis procedure. During the procedure, an hb detect alarm was obtained. The technician inspected the kit, discovered a kink between the cell pump and the bottum tube guide, resolved the kink, and resumed the procedure. After the procedure was resumed, a second hb detect alarm was obtained. The tech noted a red color in the plasma line, discontinued the procedure, and disconnected the donor. The center's medical director and compliance director were contacted. The donor provided a urine sample to the plasma center medical director which the center contact described as being brown with a greenish tint. The center advised the donor to seek evaluation by a physician, but the donor refused medical care. The center has followed up with the donor who stated she had no further problems. She has since donated plasma successfully.